Manufacturer narrative:
H6: investigation summary it was reported the tubing broke off from needleless connector. As a sample was not returned, a thorough sample investigation could not be completed. Examination of the product involved may provide clarification as to the cause for the reported failure. It is recommended to refer to the instructions for use enclosed in each box. A device history record review was completed for provided material number 394995, lot 2002259. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was not able to confirm the customer's indicated failure mode of connection issues. H3 other text : see h10

Event description:
It was reported that during use with bd connecta¿ stopcock 3-way the tubing broke apart from device and blood leakage occurred. Any potential patient and user impact has not yet been received. The following information was provided by the initial reporter: tubing broke off from needle-less connector. After performing a pivc insertion, the bd connecta was attached to pivc to administer a flush administered. Upon flushing the device broke apart. The patient began bleeding from the broken extension.

Event description:
It was reported that during use with bd connecta¿ stopcock 3-way the tubing broke apart from device and blood leakage occurred. Any potential patient and user impact has not yet been received. The following information was provided by the initial reporter: tubing broke off from needle-less connector. After performing a pivc insertion, the bd connecta was attached to pivc to administer a flush administered. Upon flushing the device broke apart. The patient began bleeding from the broken extension.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.